Event description:
It was reported that the patient felt dizzy and light headed after the implant. And the patient also had some episodes of atrial fibrillation. Further information indicated that the patient had shortness of breath and fatigue with activity. The patient's rate response was adjusted. The patient continued to report lightheadedness and "not feeling right". The patient's rate response was again adjusted and the device remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient felt dizzy and light headed after the implant. And the patient also had some episodes of atrial fibrillation. The patient had not been seen since the call. The device remains in use. No patient complicaitons have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.